Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: d9, h3, h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: the user forcibly inserted the stent into the biopsy channel by using grasping forceps, etc. Which tail torn and remained inside the channel. A definitive root cause could not be determined. The event can be [detected/prevented] by following the instructions for use which state: we confirmed that inspection methods for the event is stated in IFU: tjf-q290v operation manual chapter 3 preparation and inspection 3.8 - inspection of the endoscopic system. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the duodenovideoscopehad had part of a stent come out of the forceps channel. The issue occurred during reprocessing. There were no reports of patient involvement.